Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by sales rep via email that during a shoulder scope, while using a hd ep arthroscope/sinuscope 4.0 mm x 30 deg x 175 mm (storz lock) and a coupler ac zoom, there was leak between coupler and scope. The coupler also presented bad seal, casing leaking and fog. Procedure was completed replacing both devices. No surgical delay or patient consequence reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary: the complaint device was received at the supplier facility and evaluated. The sales rep reported that the device presented fog and leakage issue between the coupler & scope. Per evaluation findings, this complaint can be confirmed. During evaluation, scratches and small dents were observed on the endoscope. The distal end was damaged and the soldering seam was strongly eroded. The outer tube of the endoscope had pressure marks. Further, the image on the camera was blurred and darkened thus did not meet specifications. The issues were resolved with spare parts and the device was found to be fully functional after carrying out the repair activities. The connection between the eyepiece and the camera head was not designed to be impermeable. This connection is leaking for all endoscopes with eyepieces, therefore is the reason for the customer to experience the reported leakage. User mishandling and/or lack of maintenance can be the most probable root causes of the scratches observed on the device. As per the analysis by the supplier, the pressure mark on the outer tube and the damaged distal end were caused by applying too much force on the endoscope during usage by the customer. Most probably, the endoscope would have been hit or fallen down from the customer by mistake or the distal end would have got in contact with sharp instruments. The excessive force applied on the endoscope might have caused loosened particles inside the optical system. The image on the camera was blurred and darkened due to damages at the endoscope, however, a definite root cause cannot be determined with the available information. A manufacturing record evaluation was performed for the finished device serial number (1266484), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.